Event description:
The customer reported that the fluoroscopy pedal was sticking. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The footswitch was repaired. The system was tested and found to be working as intended and put back into service.